Manufacturer narrative:
The polaris spectra system control unit (scu) was returned to the manufacturer for evaluation. Testing found that the unit displayed a strober error in the event logs. Functional testing could not replicate the reported issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the software showed localizer as disconnected. The polaris spectra system control unit (scu) was replaced. The system then passed the system checkout and was found to be fully functional. No hardware components were returned to the manufacturer for analysis. Device manufacturing date is unavailable. Other relevant device(s) are: product ID: 9733438, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that, the navigation instrument screen had an "x" mark displayed on a camera. The tool card and camera became disconnected. The site was able to resolve the issue after rebooting the system, but the event occurred twice after that. There was a less than 1-hour delay to the procedure and no impact on patient outcome.